Manufacturer narrative:
B3 event date is approximate. Year of the event is confirmed to be valid. See b5 narrative for context surrounding date of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that their implant was not working correctly and that they had to charge their implant every 4-5 days. Patient stated that once the implant hit 40% they can really feel the pain. Patient stated that it had been 6 months. Patient mentioned they were having a surgery on friday to replace their implant battery and wanted to know if the manufacturer representative (rep) was will be there. Agent reviewed role of rep. The patient was redirected to their healthcare provider to further address the issue.